Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. Additionally, a different issue was identified.

Event description:
A past high blood glucose event was reported, although the specific value was unknown and displayed as "high." Cause was not known. The customer performed a corrective injection via manual dosing, and technical support recommended consulting with a healthcare provider to discuss factors affecting blood glucose levels. Customer reverted to an alternate form of insulin therapy.